Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A technician reported a pt with dry eye and fluctuating vision at lasik post-operative visit. Additional info indicated pt using over the counter artificial tears and collagen punctual plugs were placed. Additional info has been requested. This report references the right. An additional report will be filed for the left eye.